Manufacturer narrative:
Pump had unresponsive blank screen due to moisture damage on the harness assembly vibrator and corroded battery tube. Moisture damage was also found on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly.

Event description:
Customer reported via phone call that battery compartment had corrosion. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir lip ring was not damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.